Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up with a complaint of fatigue. An interrogation of the pulse generator revealed a loss of left ventricular capture. Programming adjustments were discussed; however, no interventions were reported. Further information was requested but not received.